Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6), revealed : frayed insulation on cable. Recharge antenna failure. No device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s; serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was pt reported since probably ye sterday, they were charging the implantable neurostimulator (ins), but the charging would go in and out and then rm03 would come up. Agent asked, pt said the recharger cord sometimes got a little warm, but not abnormally hot. Pt mentioned had been taking longer to locate the ins. Agent walked pt through removing the battery pack, plugging the controller into the ac power supply, pt confirmed it powered on. Pt re-inserted the battery and confirmed the green light on the controller was flashing. Pt then tried to start a charging session but reported seeing 'no device found' message. Pt noticed the recharger cord appeared to be chewed up. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.